Event description:
The physician successfully closed an arteriotomy site with the starclose device following an unknown procedure. Post-procedure, it was noted that the patient had some oozing from the access site and a hematoma was noted (size unknown). A femstop was used to achieve hemostasis. The patient was discharged the morning after the procedure.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.